Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal degeneration and underwent spinal decompression and fusion at l2-l5. Post-op, according to approximately 1 year post op imaging the set screw has backed-out of the screw at l3. No patient complications reported at this time and no surgery planned at this time for explant.

Manufacturer narrative:
Radiographics image review: post-op x-ray for l2-5 fusion shows one of the l3 set screws is out of the tulip. Fusion status is unknown. There is a hyper lordotic curvature of the l spine and pars defect at l3 making this mobile segment a likely state for failure. If information is provided in the future, a supplemental report will be issued.